Manufacturer narrative:
The facility's biomedical engineer has advised that the iabp will not be repaired.

Event description:
On behalf of getinge, a uhs technician was performing field actions on this cs300 intra-aortic balloon pump. While performing the field actions the cs300 failed the safety disk leak test and all other functional tests. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
This iabp is not cleared for clinical use. The facility's biomedical manager will take care of this iabp repair. Getinge will not be involved in the repair of this iabp. Additional information has been requested, and we will report accordingly if it becomes available. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
On behalf of getinge, a uhs technician was performing field actions on this cs300 intra-aortic balloon pump. While performing the field actions the cs300 failed the safety disk leak test and all other functional tests. There was no patient involvement and no adverse event was reported.